Manufacturer narrative:
H3, h6, h10: the firstpass mini straight device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number 2029952 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that without the relevant clinical information a thorough medical investigation cannot be rendered. Since, there was no harm to the patient or delay in the procedure, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. Visual evaluation shows the device is missing the suture trap. No manufacturing discrepancies observed. During functional evaluation, the two step trigger performed as intended, the jaw could open and close, and the needle could be extended without any issues. The needle went through a foam model and passed a stitch as intended. The complaint is not verified as the device performed as intended. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal root repair procedure, when the surgeon tried to pass the second suture and it did not pass. The needle did not penetrate the meniscus. In the last attempt to penetrate, the device broke off. It is unknown if a backup device was available. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.